Event description:
It was reported that the pacing impedance increased since implantation. The lead was capped and a new lead was implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 recorded the gradually increasing pacing impedance from initially 500 ohms to 2300 ohms with a sudden decrease to approx. 1500 ohms in december 2023. Subsequently the pacing impedance increased gradually again to 3000 ohms until (B)(6) 2024 and further out of range progression until the end of the recording period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.